Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen lymph nodes under arm".

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Later, patient reported exchange from textured to smooth implant due to the patients concern with the product and swollen lymph nodes under arm. Device remains implanted.